Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and the customer planned to perform the reset at a later time.